Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photo and video of the impacted set was provided. The visual inspection of the provided video confirmed that there was an external fluid leak at the level of the dialysate port. The reported condition was verified. The visual inspection of the picture showed that the dialysate port was cracked. This crack is the cause of the reported leak. The observed damage is typical of a mechanical shock during storage/transportation applied on the product leading to its breakage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialysate port on a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.